Event description:
A report was received that a patient underwent a lead revision because the leads were too superficial caused by weight loss (non device related). The physician explanted the leads and implanted a paddle lead. The patient is reportedly doing well after the revision surgery.

Manufacturer narrative:
The explanted leads were not returned to bsn for evaluation because they were discarded by the medical facility. A review of the manufacturing documentation for the explanted leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.